Manufacturer narrative:
A supplemental report is being submitted for a correction. Correction to a2 for date of birth, b5, b7, g3 to include study, and h6 device code. Additional products: d4: serial #: (B)(6) h6: device code(s): c62968 this information was received from the vad destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the damaged connection on the controller and battery occurred as a result of inexperienced operation.

Manufacturer narrative:
A supplemental report is being submitted for correction. The third regulatory report that was previous support was missing the ime (annex e) and imf (annex f) codes for the additional product in h10 of the report. The annex e and annex f have been updated for the battery. Additional products: d4: serial #: (B)(6): patient ime code(s): e2403. H6: imf code(s): f26. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system - battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 28-jul-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 19-nov-2019. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that controller power port 'came out' of the controller and the controller exhibited a blank screen and alarmed with a medium priority alarm that switched to a low priority while connected to a single battery. The controller and battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller and the battery were returned for evaluation. A review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection of the returned controller revealed that the power port one connector was loose, exposing internal wires. Additionally, visual inspection revealed a missing controller center pin guide, along with damage on power port one. An internal inspection revealed a loose metal washer and locknut from the power port one connector. Internal inspection did not reveal any evidence of fluid ingress. A visual inspection under 10x magnification revealed the absence of the loctite substance on the connector thread, resulting in the loose components. Functional testing revealed that the controller was unable to communicate with the external batteries on power port one and the display was not displaying power source information; however, the controller led display was functioning as intended. As a result, the reported "blank screen" event could not be confirmed. Further analysis revealed that the loose power port components came in contact with the printed circuit board (pcb), causing damage to a diode and integrated circuit responsible for the communication between the controller and batteries. The controller was still able to accept power, but was unable to read the relative state of charge of a battery connected to the controller. After the damaged internal components were replaced, the controller was able to communicate with the external batteries and the controller display functioned as intended. Failure analysis of the returned battery revealed the controller center pin guide lodged in the connector. After the controller center pin guide was removed from the connector, the battery passed visual inspection and functional testing. No damage was observed on the battery connector. The controller center pin guide within the battery connector likely corresponds to the reported connector damage. As a result, the reported battery connector damage event was confirmed. The controller pin guide did not allow the battery to properly connect to the controller. A power disconnect alarm will be triggered when a power source is not connected to the controller for 20 seconds. It is likely a power disconnect alarm corresponds with the reported "low priority" alarm. Log file analysis revealed several controller power up events without motors starts within the analyzed period, likely due to troubleshooting of the controller during the reported controller exchange. No alarms were logged within the analyzed period. As a result, the reported damaged power port event and "low priority" alarm events were confirmed. The reported "medium priority" alarm event was not confirmed. The most likely root cause of the reported "low priority" alarm can be attributed to the detached controller center pin guide in the battery connector, resulting in an inability to properly connect the battery to the controller, further triggering a power disconnect alarm. The most likely root cause of the damaged controller power port connector can be attributed to the handing of the device as described in the event details. The most likely root cause of the reported loose power port event can be attributed to improper assembly. (B)(4) was initiated to investigate loose connectors with controller 2.0. For system reported products for supplemental rr. Additional products: d4: serial #: (B)(6). H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.